Manufacturer narrative:
Approximate age of device ¿ 1 year and 3 months. No product was returned for evaluation. A correlation between the device and the reported event could not be conclusively determined. Stroke, neurological dysfunction, and bleeding are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient expired on (B)(6) 2018 due to a massive hemorrhagic cerebrovascular infarction. The pump was not explanted. No further details were provided.